Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2026. The cause of death was unknown at the time. The pump was said to not be returned, and no log files were available. The cause of death was said to be due to multiorgan dysfunction syndrome.

Event description:
It was reported that inotropes were initiated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.